Event description:
It was reported an issue with novosyn suture. The client reported that the edge of the aluminum package was sandwiched and sealed between the film packages, so that when they open the transparent non-sterile pack, the silver sterilized package inside has been sticking to the sealed part of the transparent package on the exterior. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. We have only received some pictures showing a sample with the first pack (aluminium) sealed to the second pack (paper foil) in the 4th sealing. This is due to an accidental effect in the welding machine and this unit was not sorted out by the personnel involved in this process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. For the customer question, no risk for the patient is expected, maybe a delay in the intervention. When opening the secondary pack, the sanitary personnel would notice that the sterile release to the surgical field could not be performed correctly, as the second pack would remain stuck to the first. The affected unit would be automatically discarded, and another suture would probably be used. Final conclusion: taking into account that the pictures received show a sample that does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.